Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. The aortic neck was 26-28 mm in diameter and 25 mm long. Vessels had significant calcification and were 12-16 mm in diameter on the right side and 14-18 mm in diameter on the left. It was reported that after the stent grafts were implanted, the physician elected to use a 14 x 4 mm non-compliant balloon, because of the vessel calcification, with 8 atm of pressure to model the ipsilateral limb; however, the calcium cracked and caused a tear in the stent graft. The final angiogram showed that there was extravasation; the patient was given blood, and the physician elected to intervene by relining the area with an aneurx 16 x 85 limb, which resolved the extravasation. Additionally, a blush type IV endoleak was evident, coming from the hip area of the bifurcated stent graft. No further intervention was done. No additional clinical sequelae were reported, and the patient is fine. An internal review of pre-implant films confirmed calcified and tortuous iliac arteries.

Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak, vessel perforation), (significant calcified and tortuous iliac arteries), (used a non-compliant balloon), (balloon). Conclusions: (significant calcified and tortuous iliac arteries), (used a non-compliant balloon), (ballooning with a non-compliant balloon).